Event description:
During routine cleaning of the device, the user reported the sternal saw would not oscillate. No other details regarding the nature of the event were provided. Since the event occurred during routine cleaning of the device, there was no pt involvement during this event.